Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Primary procedure, right hip. It was reported that after broaching the femur, approximately 1 inch of the distal tip of the lateral rasp broke off inside the patient's bone. The tip was retrieved. Removal was verified by visual inspection, intra-op imaging, irrigation, and re-assembly of the device at the back table. Surgery was completed successfully with a delay of approximately 5 minutes. The device is allegedly available for return, and the rep confirmed that no further information will be available.

Event description:
Primary procedure, right hip. It was reported that after broaching the femur, approximately 1 inch of the distal tip of the lateral rasp broke off inside the patient's bone. The tip was retrieved. Removal was verified by visual inspection, intra-op imaging, irrigation, and re-assembly of the device at the back table. Surgery was completed successfully with a delay of approximately 5 minutes. The device is allegedly available for return, and the rep confirmed that no further information will be available.

Manufacturer narrative:
An event regarding crack/fracture involving a speciality accolade rasp was reported. The event was confirmed. Method & results: -device evaluation and results: the device was returned fractured. The proximal fracture surface was examined further using a scanning electron microscope (sem). The returned rasp fractured in bending overload. -medical records received and evaluation: there is no indication that patient factors contributed to the reported event. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the returned rasp fractured in bending overload. The hardness was measured to be 45 hrc meeting the drawing requirement of 38 hrc min. Energy dispersive spectroscopy showed that the rasp was consistent with 17-4ph stainless steel which is consistent with the iteration of the drawing at the time of manufacturing. Based on the given information no material or manufacturing discrepancies were observed on the surfaces examined. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.